Manufacturer narrative:
This report is submitted on september 4, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device following a magnet dislodgement during an MRI. The patient was hospitalised (specific date and duration not reported) and treated with steroids. Surgery to reposition the magnet was completed on (B)(6) 2020. The implanted device remains.